Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. High jacket retraction force was encountered and resolved. Stent placed on ipsi side. Successful implant.